Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that there was a suspected infection at the ipg site, as the ipg pocket was not healing. The full system was explanted to address the issue. The patient was given oral antibiotics.